Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with an entriflex feeding tube. The customer reported that the device was placed on (B)(6) 2013 and the device caused a pneumothorax. The device was removed by the physician and a chest tube placed in the upper anterior left chest wall. It was also reported that there was no failure with the medical device just with the placement. Pt was released from the hosp on (B)(6) 2013 to return home.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway, upon completion the results will be forwarded.